Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the bands by rotating the handle but the bands failed to deploy and got stuck. The physician noted that the device was damaging the scope and unlocked the trip wire to avoid further damage to the scope. The speedband superview super 7 device was removed and another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the bands by rotating the handle but the bands failed to deploy and got stuck. The physician noted that the device was damaging the scope and unlocked the trip wire to avoid further damage to the scope. The speedband superview super 7 device was removed and another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 19, 2015. According to the complainant, the speedband superview super 7 device did not cause any damage to the scope.